Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 566mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal circumflex. A 3.00mmx38mm promus premier¿ stent was advanced to treat the lesion. However, it was noticed that the proximal shaft broke in half in the proximal end of the guide catheter. The broken shaft was removed and the procedure was completed with another 3.00mmx38mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal circumflex. A 3.00mmx38mm promus premier¿ stent was advanced to treat the lesion. However, it was noticed that the proximal shaft broke in half in the proximal end of the guide catheter. The broken shaft was removed and the procedure was completed with another 3.00mmx38mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.